Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "device alarms for battery replacement required (slot 2). Battery soh too low (14.3%)". When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "device alarms for battery replacement required (slot 2). Battery soh too low (14.3% )". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.